Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced moderate lower urinary tract infection (uti). The patient "called stating she submitted a urine for cx & thinks she has another uti." Medication was prescribed on (B)(6) 2015 and a "repeat urine cx" will be completed. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event. Related to manufacturer report #: 2183959-2015-00303.